Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator for failed back surgery syndrome. It was reported they could not turn on their therapy and they were having issues. They stated they saw an end of service (eos) error code on (B)(6) 2016 but did not express any concern regarding the longevity of their implant. They were able to charge their ins yesterday but it seemed to charge more quickly than normal. They stated they would contact their doctor to schedule an appointment to discuss the eos code and to schedule a replacement surgery. No symptoms were reported. Additional information was received from a consumer. It was reported that the patient was in severe pain and that their replacement surgery was scheduled for (B)(6).